Event description:
The customer reported to customer service that her transformer has exposed wires and that it does not power on her pump.

Manufacturer narrative:
A replacement power cord was sent to the customer. In follow-up with the customer she reported that her transformer sparked where the wires were exposed at the joint of the adapter plug and wire. She also noticed that the transformer housing was melted. The customer did not witness any smoking or fire and no injuries were reported. The product involved in the complaint was received and evaluated. The product eval revealed that the transformer housing is melted (no breach) and that there are exposed wires and a short in the cord. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. A visual exam of the power supply revealed the transformer exposed wires and melting (no breach). The power supply was plugged in and the voltage across the dc plug was measured at 0.09 vdc, there is a short in the dc cord, which indicates that the power supply is producing the incorrect voltage. Smoke, fire and sparking were not observed while the power supply was plugged in.